Event description:
It was reported that the patient had a dye study performed on (B)(6) 2014, and they were unable to extract any medicine or spinal fluid out of the catheter. The manufacturer's representative reportedly told the patient that the catheter had not been replaced "last year", however the manufacturer's records indicate otherwise. The manufacturer's records indicate that the pump and catheter had been replaced on (B)(6) 2013. The pump was infusing clonidine, bupivacaine, and dilaudid. Refer to manufacturer report # 3004209178-2013-04742 previous pump and catheter issues and replacement.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).